Event description:
Catheter split from the needle when inserted into vein.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.